Event description:
It was reported that externalized conductors were observed after patient presented in the operating room for normal device change out. Patient was asymptomatic. All electrical parameters were in range. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that multiple non-sustained ventricular oversensing due to noise was observed on merlin transmission. No actions were made. Patient condition was fine.